Event description:
Customer called due to a complaint of low blood glucose, treated with glucose tablets. The customer reported being unresponsive for a while as the reason for the emergency medical services. Customer stated that they did not think the pump was working so they gave themselves multiple boluses. During which, they noticed the reservoir amount did not seem to change. During troubleshooting, the reservoir was showing less insulin than on the status screen. The blood glucose at the time of the call was 502mg/dl. Please see case-(B)(4) for the high blood glucose issue.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 202304:44:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 ,05:03:00.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2023,03:58:12.000, (B)(6) 202304:08:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. In further full review of the pump history/traces on the event date of 28-mar-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 247250 (24.725 u). Dailytotalofbasalinsulindelivered: 135250 (13.525 u). Dailytotalofbolusinsulindelivered: 112000 (11.2 u). (B)(6) 2023 00:38:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7). Normalbolusamountprogrammed: 13000 (1.3 u). Bolusamountdelivered: 13000 (1.3 u). (B)(6) 202301:43:12.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1foodbolus (7). Normalbolusamountprogrammed: 45000 (4.5 u). Bolusamountdelivered: 45000 (4.5 u). (B)(6) 2023 01:50:40.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1foodbolus (7). Normalbolusamountprogrammed: 51000 (5.1 u). Bolusamountdelivered: 51000 (5.1 u). (B)(6) 202303:11:42.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1foodbolus (7). Normalbolusamountprogrammed: 3000 (0.3 u). Bolusamountdelivered: 3000 (0.3 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date 28-mar-2023. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023, 15:23:23.000, (B)(6) 2023, 14:09:51.000, (B)(6) 2023,14:19:00.000, (B)(6) 2023,18:35:57.000, (B)(6) 2023,18:45:00.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023, 14:55:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023,14:20:04.000. (B)(6) 202318:46:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023, 14:23:52.000. (B)(6) 2023,14:24:01.000. (B)(6) 2023,18:49:02.000. (B)(6) 2023,18:49:10.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 5:31:59 am. There was no power data available for the date of (B)(6) 2023.unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs and low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose.  The customer¿s blood glucose level was 502 mg/dl at the time of the incident. The customer doesn't report any symptoms due to high blood glucose. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event.  The insulin pump was in auto mode at the time of the incident. No further patient complications were reported. The customer was instructed to discontinue using the device. The product was returned for failure analysis.